Manufacturer narrative:
Correction for b5 and h6: previously reported with a pacing problem and oversensing, should have been only for oversensing.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in pacing inhibition. The ra lead was eventually explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in automatic mode switch (ams) episodes and pacing inhibition. The ra lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned for analysis. Electrical testing found no conductor fractures although internal shorts was noted. Further analysis found the inner insulation was breached due to external forces. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. All other damages found are consistent with procedural damage.

Manufacturer narrative:
Correction: section h6: updated investigation conclusion code to caused traced to component failure